Event description:
The customer reported that their battery would not charge. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.